Event description:
The technician alleged the account is unable to place a nurse call. No patient impact.

Manufacturer narrative:
The technician found the left side rail cable is cut. The technician replaced the broken left side rail cable to resolve the issue.